Manufacturer narrative:
No product was returned for investigation.

Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No patient injury.